Event description:
The contact called in for the customer, wanting assistance in changing the meter back to mg/dl. The meter had been set in mmol/l for some time, but the customer had not been testing regularly. The contact did not allege any adverse events. She was able to change the meter back to mg/dl with assistance. The contact felt the meter was working properly, so no product will be returned.